Event description:
Complainant alleged that during testing by facility staff, the device displayed "defib disabled", "defib fault 72", "pacer disabled" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.